Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 480 mg/dl. The customer had using the insulin pump system within 48 hours of the high blood glucose. The customer experienced symptoms such as nausea and vomiting. The customer was treated with intravenous fluid. The customer stated that auto mode was active. The device will not be returned for analysis.